Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported the patient fell about a week prior to the report. A rep reported connections were out. They worked off the contacts that had normal impedances. No symptoms or further complications were reported.